Manufacturer narrative:
One flotrac - dpt - vamp adult combo kit was returned for product evaluation. The customer report of tubing having come off the stopcock was confirmed. Pressure tubing was completely broken at bond joint with female connector which was connected to flotrac zero-stopcock. Cross surfaces of broken tube appeared uneven and rough. Lab findings appeared consistent with customer photos. No other visible damage was found from the kit. Based on product evaluation findings this event is no longer considered reportable; therefore, this correction is being submitted.

Manufacturer narrative:
Additional FDA product codes include: dqe- catheter, oximeter, fiberoptic drs- transducer, blood-pressure, extravascular, the device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, when the flotrac was removed from the packaging, the tubing came off the stopcock with minimal manipulation. No troubleshooting was attempted as the tubing came apart during set up. There was no allegation of patient injury. The device is available for return.